Manufacturer narrative:
Zhan l, wang xq, zhang lx. Nomogram model for predicting risk of postoperative delirium in parkinson's patients over 50 years old after deep brain stimulation surgery. World neurosurg. 2020. 10.1016/j.wneu.2020.03.160. Age of patient: this value is the average age of the patients reported in the article as specific patients could not be identified. Gender of patient: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Event date: please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued.

Event description:
Zhan l, wang xq, zhang lx. Nomogram model for predicting risk of postoperative delirium in parkinson's patients over 50 years old after deep brain stimulation surgery. World neurosurg. 2020. 10.1016/j.wneu.2020.03.160 summary: to explore the influencing factors of postoperative delirium (pod) after deep brain electric stimulation (dbs) in patients older than 50 years with parkinson disease (pd) and to construct a nomogram model to predict the risk of pod. Identified events: 1. It was reported 47 patients experienced delirium after implant of the dbs system.